Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset with guidance from technical support, and the issue was resolved as the caller successfully started their sensor session with no further errors.